Manufacturer narrative:
Consumer was hit by a car. This was not an issue with the product.

Event description:
Provider alleges consumer's chair was hit by a car and the seat was allegedly torn from the base.